Manufacturer narrative:
The field service engineer found the reaction cells overflowing. He cleaned and readjusted the cell rinse and confirmed it was running within specifications. Reagent issues were excluded. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable gluc3 glucose hk result for one patient sample with the cobas 6000 c501 module. The customer stated discrepancies in results and qc on multiple assays. The reporter provided the following example of questionable results for one patient sample: the initial result was 2.58 mmol/l. The repeated result was 7.02 mmol/l. The questionable result was not reported outside of the laboratory. The reagent lot number and expiration date were requested but not provided.